Event description:
It was reported that the biomed stated their arctic sun device was not heating, provided s/n# (B)(6). Biomed had device placed in manual mode and it was not making warm water. Alert 40 unable to maintain stable water temperature. Per follow up information received via phone on 16apr2025, spoke with biomed, who confirmed an onsite heater repair.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause identified as a heater failure. Biomed had device placed in manual mode and it was not making warm water. Alert 40 unable to maintain stable water temperature. Per follow up information received via phone on 16apr2025, spoke with biomed, who confirmed an onsite heater repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated their arctic sun device was not heating, provided s/n# (B)(6). Biomed had device placed in manual mode and it was not making warm water. Alert 40 unable to maintain stable water temperature.